Event description:
Pt had gore graft implanted 2007 for axillo bifemoral bypass. Pt subsequently developed an infection with the bacteria mycobacterium chelonae complex and required removal of implant and new implantation. This pt was re-admitted to the hospital with left flank pain and was found to have an infected graft. Pt was admitted several times for this infection and required long term antibiotic coverage for this. Another pt also had a gore graft implanted - 4 months later- and also developed an infection with mycobacterium abscessus, this pt also required removal of implanted graft. Dates of use: first 03/2007-10/2007. Second 06/2007-10/2007. Diagnosis or reason for use: servere peripheral vascular disease. Event abated after use stopped or dose reduced: no.